Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to high out of range pacing impedance (greater than 3,000 ohms) and high thresholds. Once implanted prior to wound closer this ra lead dislodged. Attempts to reposition this ra lead was not successful. A new ra lead was implanted, successfully. Besides prolonged surgery, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed no abnormalities besides typical surgery-related damage which is not considered abnormal. In conclusion, laboratory testing was unable to confirm the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to high out of range pacing impedance (greater than 3,000 ohms) and high thresholds. Once implanted prior to wound closer this ra lead dislodged. Attempts to reposition this ra lead was not successful. A new ra lead was implanted, successfully. Besides prolonged surgery, no adverse patient effects were reported. The device has been returned and product analysis complete.